Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for evaluaiton and this complaint is still under investigation.